Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to b5, d4 lot number, and g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was worn away. Based on the results of the investigation, a root cause of the broken probe and worn tissue pad could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the jaw of the thunderbeat handpiece broke off during a therapeutic laparoscopic nissen procedure. The device was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7 and h9.

Event description:
No additional information provided by the customer.

Event description:
It was reported the subject device lower jaw of thunderbeat handpiece broke off during surgery. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.